Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that they were rushed back to the emergency room post implant because their right ventricular (rv) lead had "unhooked". The lead was explanted and replaced. No patient complications have been reported as a result of this event.